Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any information received regarding this event after filing this report shall be filed on a supplemental MDR. Device remains implanted in the patient.

Event description:
Approximately ten months post hvad implantation, this patient was unable to hook up the monitor cable to the data port of their controller. Two different monitors were used with no waveform data appearing on the monitor screen. The monitors were tested with other patients and functioned without issue. The vad coordinator analyzed the data port of the patient's controller and was able to identify some structural damage. The controller was exchanged and has been returned to the manufacturer for evaluation. The patient tolerated the exchanged and has reported no further equipment issues.

Manufacturer narrative:
It was reported that at the time of the event, the vad coordinator denies that there was obvious structural damage to the controller data port. One controller ((B)(4)) was returned on (B)(4) 2015, for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to the controller's inability to establish communication with the monitor and hence the alarm adapter did not silence the no power alarm. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is a damaged u17 ic on the controller's power board, which likely contributed to the event. The instructions for use and patient manual warn to keep a back-up controller available at all time. The steps for exchange of batteries and controllers are outlined. It is further outlined that if there is a controller failure, the controller should be switched to the back-up controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.